Event description:
The clinician reports the implant was inserted 2026 (b)(6) in ADA 26. Details of surgery: Implant surface not completely covered with bone. On 2026 (b)(6), non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: Inflammation. No further patient complications were reported.